Event description:
It was reported that a pump powers on without user input. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed that the pump will power on when pressure is applied to the pump door. This was caused by a failed upper latch switch. The failed upper latch switch was replaced.